Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured two (2) years ago. The dentist had removed the fractured screw and placed a healing abutment on the implant. Implant not damaged.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.